Event description:
It was reported the pt had pectus support bar and lactosorb pectus stabilizer implanted (B)(6) 2008. During a f/u visit on (B)(6) 2009 the pt has noticed more tenderness at the right incision site at the location of the stabilizer. Surgical site is pointing and slightly discolored purplish. With gentle palpation, skin opened and whitish material is visible extending through skin. Minimal tenderness. Pt was administered antibiotics.

Manufacturer narrative:
Visual examination of photo taken by doctor's office. Review of device history records show that lot released with no recorded anomaly or deviation. Current info is insufficient to permit a valid conclusion about the cause of this event. If add'l info is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a f/u report will be sent.